Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net in backup vvi mode. The patient visited the clinic for further assessment. A firmware download was performed successfully and the pacemaker was restored. The patient condition was stable throughout the process.